Event description:
Per medical record, prior to the valve-in-valve procedure, tte revealed an aortic valve area of 0.8cm2 and mild-to-moderate aortic insufficiency. Subsequent tee revealed a well-seated bioprosthetic valve in the aortic position, severely restricted leaflet motion, mild aortic valve central regurgitation, and an aortic valve mean gradient of 29 mmhg. The patient was documented as having low-flow/low-gradient with reduced ejection fraction of 20-25%. The patient endorsed worsening shortness of breath with nyha class 4 (unable to walk) heart failure signs and symptoms.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: updated b3, additional information added to b5, additional information added to b7, corrected health effect-clinical code, additional code added to h6 type of investigation, and corrected h6 investigation conclusions. A portion of the h11 was updated below: investigation results suggest patient factors (history of hypertension, hyperlipidemia, and type 2 diabetes mellitus treated with insulin, stage 5 chronic kidney disease and receiving hemodialysis) may have caused or contributed to this event.

Event description:
As reported by an edwards lifesciences field clinical specialist, 8 years and 7 months following a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 valve, the valve failed due to stenosis, resulting in a peak gradient of 52 mmhg prompting treatment. The aortic valve area prior to the valve-in-valve was between 0.5-1.0 cm2. The valve-in-valve was completed successfully, and the patient remained in stable condition following the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the svd is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.